Event description:
It was reported that a patient was implanted with a right ventricle (rv) lead and a pacemaker (pm) on (B)(6) 2025. After discharged from the procedure, the patient¿s heart rate had dropped, and the pm had failed to capture. It was also identified that the rv lead failed to capture at high output. A chest x-ray was performed and confirmed that the rv lead was dislodged. The physician elected to insert a temporary pacemaker on (B)(6) 2025. Subsequently, the rv lead was explanted on (B)(6) 2025, and a new lead was replaced. The patient was recovering post procedure.

Manufacturer narrative:
Correction: upon review the low voltage pacemaker manufacturer report 2017865-2025-1002763 should not have been submitted as medical device report (MDR) as the new information received that the temporary pacemaker was inserted for rv lead loss of capture due to dislodgement. No allegation or malfunction of the pacemaker.